Manufacturer narrative:
B5: driveline revision covered under MFR 2916596-2021-01843. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had been on an ungrounded cable since 2021 and had an external driveline revision performed on (B)(6)2021. It was noted that the patient had a few driveline faults on (B)(6) 2023 and (B)(6) 2023. The driveline fault detection data recorded indicated that the events were due to further degradation of one of the conductors within the driveline.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log file confirmed the reported driveline fault alarms; however, a direct cause for these findings could not be conclusively determined through this evaluation. Based on previous experience with the heartmate ii left ventricular assist system (lvas) and similar reported events, the driveline fault alarms are indicative of a potential driveline issue. The submitted log file captured three, transient driveline fault alarms that had no impact on pump function. No other notable events or alarms were captured. The log file appeared to show the system operating as intended at the fixed speed. Per additional information, changes were made to the patient¿s anticoagulation and they were admitted for transplant workup. The patient remained ongoing on heartmate ii lvas. The relevant sections of the device history records and the driveline, were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 6 ¿patient care and management¿ discusses damage due to wear and fatigue of the driveline. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage, as well as how to respond to such events. Section 7 "alarms and troubleshooting" outlines system controller alarms, as well as how to respond to each alarm condition. Section 8 ¿equipment storage and care¿ also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. The heartmate ii lvas patient handbook is also currently available. Section 4 living with the heartmate ii¿ contains information on caring for the driveline. Section 5 "alarms and troubleshooting" outlines system controller alarms, as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.